Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Per rep, there is a 1 to 2mm in the jig causing the lag screw to shoot superior. The surgery was delayed 30 minutes.